Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality unit had no suction. The customer reported that the viality unit was checked before the procedure and it was good. When viality was hooked up - no suction. The viality unit was replaced with a second one and it operated normally.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation on a different batch/lot#. The reported condition of no suction could not be confirmed. No cause could be determined for the reported problem. Tracking and trending will continue. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.